Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 144 mg/dl at the time of incident and current blood glucose level was 600 mg/dl. Customer experienced symptoms such as nausea because of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer treated high blood glucose with manual shots. Customer was feeling ok to trouble shoot high blood glucose level. High pressure test was performed on insulin pump and passed. The device will not be returned for analysis.